Event description:
Information was received from a patient implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient hates the feeling of stimulation and noted it ¿feels like you¿re really scared¿. The sensation reportedly goes through the patient¿s bones and muscles. The patient¿s muscles tense up and their hands ¿draw up¿. This reportedly occurs every time they turn stimulation back on. The patient noted this has been occurring since implant, but has worsened since the end of the last year prior to this report. The sensation makes the patient ¿double over¿ and takes up to five minutes to go away. It was reported that the patient can tell when they are charging the ins as they have a low level electric sensation. It was noted that the sensation was not painful. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported that it was barely noticeable when recharging, but they do not like the feeling when it's turned back on. When the device is turned off, there is a total release and comfort for several moments. When it is turned back on, there is an uncomfortable, uneasy, but not painful, feeling. It was noted they don't really feel the deep brain stimulation when it is turned on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.